Manufacturer narrative:
One opened/used enlite sensor was inspected and found sensor with cannula broken in half. It was unable to confirm in the customer received sensor in said condition due to it being retuned opened/used.

Event description:
Customer's mother reported via phone call that the customer inserted a sensor and was receiving sensor error alerts. The sensor had been in use for 7 hours. Blood glucose was 114 mg/dl. Troubleshooting was done and the transmitter passed the testing. Mother was advised to change the sensor as it might be damaged. The sensor was replaced and returned for analysis.

Manufacturer narrative:
Found sensor with cannula broken in half. Unable to confirm customer received sensor in said condition due to customer returned opened/used.